Event description:
It was reported that during a laparoscopic cholecystectomy the clips were malformed, coming out sideways, scissored and not closed properly when they did come out of the jaw. Another device was used to complete the procedure. There was no pt injury. The device was reported to be discarded by the user facility. Add'l info was requested, but no add'l info was provided. A supplemental report will be sent if add'l info is received.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report and was reported to be discarded by the user facility.